Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the soft anchor returned was damaged, and the blue suture was cut. The suture tape and driver of the fibertak were not returned. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. Per surgical technique - knotless 1.8 fibertak® soft anchor for glenoid labrum repair - lt1-000002 - 02 - insert the anchor through the spear and into bone by gentle impaction until the inserter handle is flush with the back of the spear. Note: if insertion resistance is encountered, do not impact harder. Remove the implant and repeat the drilling/insertion process. Avoid excessive impaction as this could lead to inserter damage and/or breakage. See warning note on back page for additional information. - 03 remove the inserter handle and spear, then pull on all three suture tails to confirm the anchor is set in the cortical bone. Note: a slow, steady pull is recommended to allow the anchor to properly deploy. A fast, aggressive pull could lead to improperly setting the anchor. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force used during suture passing or the device coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder arthroscopy the suture of the device tore out. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.